Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on reader port. Customer was unable to self-treat and required treatment of sugar by third party administration. No further treatment was reported. There was no report of death or permanent impairment associated with this event.